Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not capturing. Additional information indicated that during surgery, this lead was tested via pacing system analyzer (psa) and thresholds measured more than 2.0 volts at 0.4 milliseconds. The lead was found to be dislodged. The high thresholds continued during the procedure and it was not known why. Thus the physician decided to replace the lead. This lead was successfully explanted and was disposed of, by the hospital. No additional adverse patient effects were reported.